Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high capture thresholds with intermittent capture when connected to the device. The lead was not used and a new lead was implanted. No patient symptoms were reported.